Event description:
The pt service rep (psr) assisting a (B)(6) male pt contacted zoll lifecor customer support to report that the pt's battery would not fit properly into the monitor. Support issued the pt a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (batteries do not fit into the monitor) has been confirmed. The monitor's battery connector pins were bent, preventing the batteries from being plugged into the monitor. The cause for the bent battery pins was not positively identified but was likely due to a misalignment problem when the pt inserted the issued battery pack into the monitor. The root cause for the misalignment problem was not positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.